Manufacturer narrative:
Additional patient medical records and imaging studies will not be provided for further evaluation by a clinical specialist; therefore, a clinical assessment of the reported explant cannot be provided.

Event description:
Subsequent to the previously submitted report, additional information was provided reporting that the device was explanted due to the type ia endoleak. No additional information is available.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 3 year routine follow-up CT revealed aneurysm sac growth and a type ii endoleak. A reintervention was performed where coils were placed to embolize the patent vessels, successfully resolving the type ii endoleak; however, a small type ia endoleak remained at the conclusion of the re-intervention. A second reintervention was performed approximately one month later where a balloon expandable stent was placed which successfully resolved the type ia endoleak. The patient was reported as doing well post procedure. As of the date of this report, there have bee no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported loss of seal was determined to be anatomy related, due to the patent lumbar arteries and the 50 degree juxtarenal angulation. The low placement of the sealing ring likely contributed to the event. The final patient disposition was reported as doing well post secondary procedure with no additional negative patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)